Event description:
The patient was undergoing a coil embolization procedure in splenic artery using a ruby coil, a non-penumbra diagnostic catheter and a non-penumbra microcatheter. While attempting to advance the ruby coil into the target location, the physician noticed that the ruby coil would not advance. The physician decided to remove the ruby coil. While retracting the ruby coil, the ruby coil unintentionally detached within the microcatheter. The diagnostic catheter and the microcatheter containing the detached embolization coil were removed together. The procedure was completed using seven additional ruby coils, another microcatheter, and another diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was intact, the pull wire was in its initial position, and the proximal constraint sphere was intact on the detached embolization coil. If the ruby coil is retracted against resistance during use, the pusher assembly may elongate allowing the embolization coil to detach. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed a kink on the pusher assembly and offset coil winds along the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.